Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Root cause description: the root cause is undetermined. Rationale: based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that pen ndl 32g 4mm pro 100 box 1200 us was unable to deliver medication. The following information was provided by the initial reporter: it was reported that needle clogged during injection. Verbatim: consumer reported finding during injection the needle clogged. Husband gives her the injection with lantus insulin. She feels he completes flow check with success and this clogged during injection. Informed caller of non patient end placement. Caller has 2 pen needles left. Called pharmacist for assistance in replacement.